Event description:
It was reported that low atrial and ventricular pacing lead impedance values were observed upon interrogation. It was suspected that the low impedance could be indicative of insulation damage. The lead was tested and measured normal values. The lead was explanted at a later date.

Manufacturer narrative:
No medwatch form was received the reported low impedance was not confirmed in the laboratory. A partial lead was returned measuring 5cm from the df-1 rv leg and 6.7cm from the svc leg. The partial lead exhibited normal electrical characteristics. Without the entire lead, a complete evaluation cannot be performed. Late due to re-evaluation of event.